Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the removable power supply and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not charge.

Manufacturer narrative:
The maquet national repair center(nrc) received the power supply, removable associated with this complaint. The part was received with the complaint of not charging. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The nrc verified the failure of not charging. The power supply did not produce an output voltage, which would not allow it to charge batteries. The supply failed testing. Retaining the supply in the nrc per procedure.